Event description:
I have been using the freestyle libre 3 sensor. I had gotten an alert about them giving false "high" blood sugar readings. However, the last several sensors I have used have been giving me false "low" blood sugar readings or just plain stop working. My most recent senor stopped working after 2 hours and saying my blood sugar was dangerously low, even after eating a meal.